Event description:
It was reported that, prior to the implant of this transcatheter bioprosthetic pulmonary valve in a patient with an anatomical "choke point" in the annulus region, the side port of the first delivery catheter system (dcs) became disconnected during loading. The valve was successfully loaded into a new dcs. Primary access was obtained via the right femoral vein, contrast catheter access was via the left femoral vein, and the left femoral artery was the access route for the pig tail catheter. A guidewire was advanced into the right pulmonary artery (rpa) without issue, and a pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 mm non-medtronic balloon. Following the bav, the 26 fr introducer sheath was inserted into the patient and advanced to a position directly below the annulus. The dcs and valve were inserted into the patient, advanced to the rpa, and the valve was positioned in the implant zone. Following positioning,  a contrast study was performed to confirm the position in relation to the roof of the anatomical bifurcation. Valve deployment was initiated under contrast imaging. No expansion issues were observed as the first two rows were exposed. The coil was positioned near the annulus, as expected. The outflow side of the stent frame on the rpa side was not properly positioned on the pre-bifurcation. Due to the positioning of the outflow on the rpa side, when the entire device was pulled, the valve dislodged. Following the dislodge, there were no issues with the anchoring of the valve, but row 2 was positioned just above the annulus. The inflow of the valve was protruding to the right ventricular outflow tract (rvot) side. Due to the risk of arrhythmia, a recapture was performed by retracting the stent frame into the introducer sheath. Following recapture, deployment was performed a second time to row 3-6 so the position would not drop again when the entire device was pulled. The entire device was pulled. As row 6 came close to the annulus, the outflow side of the valve had not yet positioned at the pre-bifurcation. It was determined that the entire device would be drawn for approximately 2 struts. The position was subsequently confirmed by a contrast study, and final release of the valve was performed. When the system was deployed, row 5 was near the annulus and row 6 was positioned below the rvot. The coil, distal tip, and dcs were withdrawn from the patient successfully. During the postoperative evaluation, no pressure gradient was observed. A post-operative contrast study revealed "flow" from the outflow side of the valve to the housing part; however, the sealing had been removed from the inflow side of the valve. Per the physician, there was no paravalvular leak, pulmonary regurgitation, or problems with valve function. The procedure was completed, the patient's hemodynamics were stabilized, the patient was anesthesia awakened, and the patient was extubated. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: harmony-25 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Product ID: harmony-dcs (unknown); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic pulmonary valve in a patient with an anatomical "choke point" in the annulus region, the side port of the first delivery catheter system (dcs) became disconnected during loading. The valve was successfully loaded into a new dcs. Primary access was obtained via the right femoral vein, contrast catheter access was via the left femoral vein, and the left femoral artery was the access route for the pig tail catheter. A guidewire was advanced into the right pulmonary artery (rpa) without issue, and a pre-implant balloon dilatation was performed using a 25 mm non-medtronic balloon. Following the balloon dilatation, the 26 fr introducer sheath was inserted into the patient and advanced to a position directly below the annulus. The dcs and valve were inserted into the patient, advanced to the rpa, and the valve was positioned in the implant zone. Following positioning, a contrast study was performed to confirm the position in relation to the roof of the anatomical bifur cation. Valve deployment was initiated under contrast imaging. No expansion issues were observed as the first two rows were exposed. The coil was positioned near the annulus, as expected. The outflow side of the stent frame on the rpa side was not properly positio ned on the pre-bifurcation. Due to the positioning of the outflow on the rpa side, when the entire device was pulled, the valve dislodged. Following the dislodge, there were no issues with the anchoring of the valve, but row 2 was positioned just above the annulus. The inflow of the valve was protruding to the right ventricular outflow tract (rvot) side. Due to the risk of arrhythmia, a recapture was performed by retracting the stent frame into the introducer sheath. Following recapture, deployment was performed a second time to row 3-6 so the position would not drop again when the entire device was pulled. The entire device was pulled. As row 6 came close to the annulus, the outflow side of the valve had not yet positioned at the pre-bifurcation. It was determined that the entire device would be drawn for approximately 2 struts. The position was subsequently confirmed by a contrast study, and final release of the valve was performed. When the system was deployed, row 5 was near the annulus and row 6 was positioned below the rvot. The coil, distal tip, and dcs were withdrawn from the patient successfully. During the postoperative evaluation, no pressure gradient was observed. A post-operative contrast study revealed "flow" from the outflow side of the valve to the housing part; however, the sealing had been removed from the inflow side of the valve. Per the physician, there was no paravalvular leak, pulmonary regurgitation, or problems with valve function. The procedure was completed, the patient's hemodynamics were stabilized, the patient was anesthesia awakened, and the patient was extubated. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the disconnected side port of the dcs was the flush port. Additionally, it was corrected that following implant, the inflow portion was properly sealed without issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.